Manufacturer narrative:
The device was received with the cannula fully deployed. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (leg). The cannula was also bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.